Event description:
The customer called to report motor error alarms on the insulin pump. Troubleshooting was performed and the insulin pump did not pass the displacement test. Also, insulin squirted out during the manual prime. The reported blood glucose reading was 323 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.